Event description:
Initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pains"), device dislocation ("essure was not visualized in the hysterometry"), the first episode of allergy to metals ("allergy to nickel"), the second episode of allergy to metals ("allergy to cobalt chloride") and syncope ("faintings of unknown cause") in a female patient who had essure (batch no. L2843) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced the first episode of allergy to metals (seriousness criterion medically significant), the second episode of allergy to metals (seriousness criterion medically significant) and syncope (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device dislocation (seriousness criterion medically significant), headache ("severe headache"), abdominal distension ("abdominal swelling") and fatigue ("extreme tiredness"). Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, the last episode of allergy to metals, syncope, headache, abdominal distension and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, device dislocation, fatigue, headache, pelvic pain, syncope, the first episode of allergy to metals and the second episode of allergy to metals with essure. The reporter commented: in 2017, the patient started to present faintings of unknown cause, the allergy tests were performed which revealed allergy to nickel and allergy to cobalt chloride. The patient commented that she was attended by the gynecologist who commented that the symptoms could not be due to essure; however, if the essure would be removed, the symptoms could disappear. She referred that a hysterometry was performed but the essure was not visualized; even thus, a fallopian tube removal would be performed. She reported that she was living a reality that restricts her more every time. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: allergy to nickel and cobalt chloride hysterometry - in 2017: essure was not visualized the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 10-jul-2018 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/46000) on 06-jul-2018. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pains"), device dislocation ("essure was not visualized in the hysterometry"), the first episode of allergy to metals ("allergy to nickel"), the second episode of allergy to metals ("allergy to cobalt chloride") and syncope ("faintings of unknown cause") in a female patient who had essure (batch no. L2843-invalid) inserted. The occurrence of additional non-serious events is detailed below. In october 2013, the patient had essure inserted. In 2017, the patient experienced the first episode of allergy to metals (seriousness criterion medically significant), the second episode of allergy to metals (seriousness criterion medically significant) and syncope (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device dislocation (seriousness criterion medically significant), headache ("severe headache"), abdominal distension ("abdominal swelling") and fatigue ("extreme tiredness"). Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, the last episode of allergy to metals, syncope, headache, abdominal distension and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, device dislocation, fatigue, headache, pelvic pain, syncope, the first episode of allergy to metals and the second episode of allergy to metals with essure. The reporter commented: in 2017, the patient started to present faintings of unknown cause, the allergy tests were performed which revealed allergy to nickel and allergy to cobalt chloride. The patient commented that she was attended by the gynecologist who commented that the symptoms could not be due to essure; however, if the essure would be removed, the symptoms could disappear. She referred that a hysterometry was performed but the essure was not visualized; even thus, a fallopian tube removal would be performed. She reported that she was living a reality that restricts her more every time. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: allergy to nickel and cobalt chloride hysterometry - in 2017: essure was not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.